Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device getting an audio error. The device was not used on a patient at the time of the event.